Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderate tortuous and mild calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.